Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the united states stating that the device had a damage hose. It is known that this event did not occur during surgery, however, it is unk if there was injury or medical intervention. There was no additional info provided.